Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt reported their ins failed and was replaced. Pt explained 6 months after implanted ins 'exhausted' (cameto eos). Pt said prior to implanting they considered pt's lifestyle and that they were not always near an outlet and recommended a non-rechargeable ins. After implanted, rep saw pt several times and said pt was using the battery up very fast. They told pt normally the battery lasts 5-7 years. Pt said they used up the battery b/c of the need to cover the pain.the device was working very well for the pain coverage. It took 2-maybe 3 times of programming to get good coverage. To save the battery, the rep tried programming them on cycling in january. Whatever they did, did not work well and 3 weeks later they got it retuned but it was not anywhere as good of pain relief as with constant stimulation.  The rep then said when pt gets a battery warning, contact hcp and insurance. The warning did not come, it just flashed 'zero, battery exhausted, cannot continue'. It was 6 months after implanted. It took 4 months being without therapy before pt could get implanted again.